Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 45 mg/dl. Customer experienced severe low blood glucose levels constantly. Customer advised they did not always enter their blood glucose and carbs inside of the insulin pump. Customer advised now they properly enter carbs into the device and deliver a bolus which result in low blood glucose levels. Customer believed their settings needed to be adjusted in order to resolve their low blood glucose levels.